Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration. Multiple reprogrammings were made but failed to obtain adequate stimulation. The patient underwent a lead replacement and was doing well postoperatively. The explanted leads were discarded by the medical facility and will not be returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 20390212.